Event description:
It was reported that during a da vinci-assisted surgical procedure, the drape was not recognized on patient side manipulator (psm) 2. The customer replaced the drape but the issue persisted. The procedure was completed with no reported injury. An isi field service engineer (fse) was dispatched to the site and confirmed that the issue persisted. The fse replaced psm2 to resolve the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The patient side manipulator (psm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed but not replicated during failure analysis. The unit was tested on an in-house system and passed the normal mode without no recognizing issue. The unit was also tested on patient side cart (psc) fixture test platform (pftp) and passed servo test, sine cycle, clutch button check, preload sensor check, sterile adapter (sa) plunger/engagement check, instrument sensor/engage spline check, friction tests, brake tests, backlash test, and belt pro load test. No problem was found.